Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, pre-decontamination inspection noted that the header was slightly loose from the non-feed through side of the casing, but it was still intact. All seal plugs were noted to be intact and all setscrews moved freely and operated normally. Post decontamination and microscopic visual inspection noted tool marks on the device casing and the header surface. There were no other irregularities observed. The device was put through and passed a series of automated diagnostic testing. The analysis of the device concluded that the damage to the header was consistent with induced damage. The device met specification for normal battery depletion, electrically.

Event description:
Boston scientific received information that, during a routine changeout procedure for this cardiac resynchronization therapy defibrillator (crt-d), the physician observed that the header was loose. This was confirmed when the changeout was complete. There were no adverse patient events were reported prior to the changeout and lead measurements have been stable. It was noted that multiple procedures were performed involving this device near the initial implant date. The physician stated that the implant was subcutaneous. No adverse patient effects were reported.